Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for an episode of atrial tachycardia/atrial fibrillation (at/af) that was detected as ventricular tachycardia (vt). In addition, the right ventricular (rv) lead had low amplitude r waves with a sharp decline noted since the last device check. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.